Manufacturer narrative:
Product complaint pc-(B)(4). A manufacturing record evaluation was performed for the finished device lot number qbmctt / sxpp1a40512, and no non-conformances related to the reported complaint condition were identified. Visual analysis of the returned sample determined that two sealed boxes (12ea) of product code sxpp1a405 were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged on the barbs could be observed and the fixation tab was intact. Trade name - (B)(4). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 ¿g/m. Events were submitted via 2210968-2021-03744 and 2210968-2021-03746.

Event description:
It was reported that the patient underwent a correction of scoliosis procedure on (B)(6) 2021 and the barbed suture was used. It was reported that the fixation feature was found detached during surgery. Another like suture was used to complete the surgery. There were no patient consequences reported.